Event description:
(B)(4). Event occurred in the united states. It was reported that the patient was changing the set while in the toilet and went to put into left thigh and it pulled apart. The site location was at the left thigh and the pump was in the patient's pocket in the front. The infusion had been in use for two days maybe. Reportedly, the infusions were stored in a cupboard in kitchen and in bedroom in desk drawer. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that the tubing was detached from the tubing connector. No further information available.